Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device did not show the cubie map due to software issue. A technical support specialist requested a user ID which has no view of drawer 3 map, and the user did not provide the update. A technical support specialist closed the case as there was no response from the customer.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es did not show the virtual map for the user when they tried to pull the medications. The customer reported that the user was not able to remove from counts causing items to be empty because system will show it being full and not be pulled for replenishment. There were no adverse events or injuries reported based on this incident.